Manufacturer narrative:
The fixture was removed according to the patients own decision. Normal wear confirmed but no failure of the product that has exceeded its lifetime. Removal surgery was performed successfully, no other remedial actions left.

Event description:
Fixture removal surgery performed for a femur patient according to the patient's own decision. Black secretion was reported as a clinical sign. This indicates wear in the fixture-abutment press-fit connection. Abutment replacement could have been performed, but the patient decided to end the opra implant treatment. Fixture removal took place on (B)(6), 2023.